Event description:
It was reported that the patient underwent a replacement surgery of an inflatable penile prosthesis (ipp) due to inlfation issues. A new ipp device was implanted.

Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.